Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5081212. 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva tpn bag leaked from the "center port at ridge". This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between january 14, 2018 to january 17, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.